Event description:
The customer reported that the insulin pump a bolus of 7.0 units that she did not program. The customer treated for the insulin she received, but she felt very uncomfortable with the insulin pump, and requested a replacement. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.